Manufacturer narrative:
Based on information provided by getinge technician, defective part was replaced by pwd300 - aluminium top cover (ard368337998). It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to the cracks in the cover, leading to missing particles. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered by getinge technician during annual maintenance. A review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of complained devices to the number of sold devices worldwide, we conclude that the failure ratio is low. Root cause analysis was performed by subject matter experts at the manufacturing site. As they stated, all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. As per subject matter experts¿ expertise, the involved zone was probably exposed and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on plastic surfaces and lead to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid degradation of the shell it is recommended to respect the contact time of cleaning agent with the device and to wipe it with a dry cloth and to make sure no liquid residue is left on the device after cleaning (powerled IFU 01581 en09, pages 35-38). User manual for powerled (IFU 01581 en09, pages 20-22) also mentions to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incidents, it is recommended to respect the cleaning instructions and avoid: prolonged exposure to detergents and disinfectants solutions high concentrations of cleaning agents prohibited products we believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 17th august, 2023 getinge became aware of an issue with one of surgical lights - powerled. Based on photographic evidence the upper headlight cover has cracks with possibility of missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.